Event description:
Low out of range impedance values was reported. No patient symptoms were provided. Additional information has bee requested from the hcp, but was not available as of the date of this report.